Event description:
Baxter (B)(4) received a report of a ruptured reservoir on one (1) basal/bolus infusor 2ml device. This occurred during patient use at the hospital. The patient was being infused with 20ml fentanyl citrate, 72ml of 20.2% ropivacaine hydrochloride hydrate and 8ml of 30.75% ropivacaine hydrochloride hydrate. There was no patient injury or medical intervention reported with this event. There was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA# (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.